Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer reports nutrition was placed in the purple bag and water was placed in the blue bag. After the customer programmed the feed and flush rates, they ran the pump. The nutrition was being administered according to what was programmed for the flush settings, and the water was being administered according to the feed settings. The customer said that it was working in reverse.

Manufacturer narrative:
Submit date: 10/11/2016. A device history record was not performed because there was no lot number provided in the complaint file. One sample was received for evaluation. The condition reported was verified. Root cause is associated to the assembly process, the feeding pvc line was incorrectly assembled to the wrong port. A formal corrective and preventative action investigation was opened in the manufacturing site to address this fault mode. This complaint will be used for tracking and trending purposes.